Event description:
Customer reported a panorama central station displayed a orange screen and another station would not display ECG, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives cleared all error logs an resolved the issue.